Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the hst iii system (3.8mm) was loaded normally using the delivery device in accordance with the usage guidelines (IFU), but a issue occurred where the seal got caught on the tip of the loader and could not be smoothly separated and installed. The device was immediately replaced with a new one. Reloading and installation were subsequently successfully performed, and the repair was completed without any issues. There was a procedural delay of approximately 7¿8 minutes. There was no harm or adverse effect to the patient, and the patient is currently recovering.